Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) had experienced a possible product performance anomaly of an implantable lead. An attempt to gather further information was performed but was unsuccessful. There was no information of the product status. No adverse patient effects were reported.